Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, this lead was successfully implanted and acceptable measurements were obtained. However, after the left ventricular and atrial leads were implanted, this lead was retested. Despite r waves of 10mv and pacing up to 10v, no capture was noted. Connections were verified and the issue remained. Despite three attempts to reposition this lead, no capture could be obtained. A decision was made to replace this lead. This lead was removed, replaced and returned. No adverse patient effects were reported.